Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to verify the reported issue. Physio determined that the cause of the unexpected loss of power was due to the third party usb data cable that was plugged into the device's system connector. When the third party usb data cable was removed, the device powered on as expected. The cable was removed from service. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed third party usb data cable and found that the 12 volt wire is shorted and it causes the device to power off.

Event description:
The customer contacted physio-control to report that during patient use the device would not power on when prompted. As a result, defibrillation would not be possible if it were necessary. The customer advised physio that the device powered on by itself after the reported event. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.